Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The sample was received in used condition with its original packaging open. Visual and functional testing were performed. Visual inspection found no discrepancies. Functional testing found the cuff was inflated and deflated; however, no discrepancies were found in the cuff. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed the cuff was damaged. No patient injury was reported.